Event description:
When doctor was screwing the (B)(4) cancellous bone screw into the tritanium acetabular she'll (B)(4) the tip of the driver shaft ((B)(4) lot f6k12658) broke off in the head of the screw. Doctor tried to remove it from the head of the screw but was unsuccessful. He notified me that the piece that broke off was flush with the screw head and he was going to leave it. Doctor then implanted the mdm liner and continued on with the case.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. A review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When doctor was screwing the 2030-6540-1 cancellous bone screw into the tritanium acetabular she'll 502-03-54e the tip of the driver shaft (2107-1015 lot f6k12658) broke off in the head of the screw. Doctor tried to remove it from the head of the screw but was unsuccessful. He notified me that the piece that broke off was flush with the screw head and he was going to leave it. Doctor then implanted the mdm liner and continued on with the case.